Manufacturer narrative:
The lvad was returned to the manufacturer for evaluation and is currently being analyzed. Reports of disconnection of the bend relief from the sealed outflow graft have been addressed through the manufacturer's corrective/preventative action system, updated device labeling, an urgent medical device correction notice ((B)(4)) and a sealed outflow graft bend relief to the sealed outflow graft and increase the assembly's resistance to forces that would tend to dislodge the bend relief. This design modification was approved in a PMA supplement and has been implemented. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient was admitted for a gi bleed and arrested and had an anoxic event. The patient did have an aicd and at the time of event was an idioventricular rhythm. Additional information was received which indicated that the pump was exchanged on (B)(6) 2012. The patient had arrested again before going on bypass in the operating room before the pump exchange. When the chest was opened, they found the outflow graft bend relief was disconnected and separated. The patient had pulmonary edema and right ventricular dysfunction immediately post operation and required ECMO for right ventricular support. The ECMO was removed on (B)(6) 2012. The patient developed leg ischemia from a clot and underwent a left thrombectomy on (B)(6) 2012.